Event description:
This issue involves cerner millennium pathnet microbiology. When susceptibility results that contain footnotes (comments) have been written to the patient chart, additional updates to any of the antibiotics on that panel (for example, correcting an existing result, suppressing or unsuppressing an existing result, or posting new results) result in an error; not allowing susceptibilities to be charted. Therefore, the results would not be clinician-viewable but would be available in the laboratory view. Cerner has not received communications of patients being impacted as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification pr14-0032-0 on february 3, 2014 to all potentially impacted client sites. The flash notification includes a description of the issue as well as an alternative workflow that could be used until the issue is resolved. A software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.